Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot test was performed and failed due to call tech support error on the screen. The receiver case was opened for an internal visual inspection and it passed. The receiver data log could not be downloaded, but a "call tech support" error was observed and picture was taken. The reported event of an error icon display was confirmed due to "call tech support" being displayed on the screen. The allegation was confirmed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.